Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 500 mg/dl. The customer was treated with manual injection for high blood glucose. Customer stated that insulin pump was shut off on the in the middle of the night and change the battery and started back up. Customer stated that insulin pump had battery cap was not damage, battery compartment had no corrosion the device will not be returned for analysis.